Manufacturer narrative:
Blank fields on this form indicate the information is unknown or unavailable. E1- customer (person): (B)(6). G4- PMA/510(k) #: exempt. This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned or that a death or serious injury occurred; nor is it admission that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
It was reported that the basket of a ncircle delta wire tipless stone extractor would not open and close after successfully removing 5 stones. The device was used following a holmium laser lithotripsy procedure. The user changed to a new same basket to complete the procedure. As reported, the patient did not experience any adverse effects or require any additional procedures due to this occurrence.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unchanged, or unavailable. Event description: it was reported that the basket of a ncircle delta wire tipless stone extractor would not open and close after successfully removing 5 stones. The device was used following a holmium laser lithotripsy procedure. The user changed to a new same basket to complete the procedure. As reported, the patient did not experience any adverse effects or require any additional procedures due to this occurrence. Investigation ¿ evaluation a visual inspection and functional testing of the returned device were conducted. A document based investigation was also performed including a review of complaint history, device history record (DHR), manufacturing instructions, instructions for use (IFU) and quality control procedures. One ncircle delta wire tipless stone extractor was returned in an opened package. The handle did not fully actuate basket formation. The basket sheath buckles at the tip of the support sheath. The handle was disassembled and the basket could be manually actuated. The handle was reassembled and the basket could not be actuated. A document-based investigation evaluation was performed. A review of the device master record (dmr) concluded that sufficient inspection activities are in place to identify this failure mode prior to distribution. A review of the device history record found no non-conformances related to the reported failure mode. A review of complaint history records shows five other similar complaints associated with the complaint device lot. Containment activities were performed for the device lot. There is no evidence to suggest other lots in house or in the field have been impacted. The instructions for use (IFU), provides the following information to the user related to the reported failure mode: precautions ¿ these products are intended for use by physicians trained and experienced in urological procedures. Standard urological techniques should be employed. ¿ do not use excessive force to manipulate this device. Damage to the device may occur. The cause of the complaint could be manufacturing related, however, a definitive cause could not be determined. Per the quality engineering risk assessment, no further action is required. The appropriate personnel have been notified, and we will continue to monitor for similar complaints. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.